Event description:
On (B)(6) 2026, the patient reported elevated blood glucose levels, with values reaching up to 350 mg/dl, occurring around the time the insulin pod was removed due to a localized adverse skin reaction. The patient experienced erythema, swelling, blistering, pain, and irritation at the pod application site, as well as a similar reaction at the injection site. The pod was removed prior to seeking medical attention. At the time of removal, the affected site was described as red, swollen, and blistered. The pod was subsequently discarded and is unavailable for return. On (B)(6) 2026, the patient attended an appointment with a general practitioner (gp), who diagnosed a soft tissue infection at the previously affected pod site. Treatment was initiated with topical diprogenta cream (active ingredient: betamethasone) and oral sandoz clindac 600 mg (active ingredient: clindamycin). The medical visit lasted approximately one hour, and the pod was not worn during the visit. A follow-up gp appointment occurred on (B)(6) 2026, related to the same affected pod site. At that time, the soft tissue infection was still present; however, symptoms had improved. Continuation of topical diprogenta and oral clindamycin was advised. The follow-up visit lasted approximately one hour and addressed the previously affected site. Prior to this appointment, a new pod had been successfully activated at an alternate site without reported complication.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection.